Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'had downstream occlusion' was not reproduced.a review of the event history log revealed "downstream occlusion!" Messages . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.